Manufacturer narrative:
Qn#(B)(4). Based on the information given by the customer, there are 2 mdrs associated with this complaint. (See MDR 3004365956-2017-00266 for comfort flo humidification system). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
The high flow product #2410 (event documented in MDR 3004365956-2017-00266) was used with the comfort flow cannula 2411-01. The cannula built up a back pressure and stopped flow to the patient. Alleged malfunction was reported as detected during use. It was reported there was no injury or consequence to the patient. Patient's condition reported as "fine".

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The high flow product #2410 (event documented in MDR 3004365956-2017-00266) was used with the comfort flow cannula 2411-01. The cannula built up a back pressure and stopped flow to the patient. Alleged malfunction was reported as detected during use. It was reported there was no injury or consequence to the patient. Patient's condition reported as "fine".